Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. At a routine follow up, the physician noted loss of capture and suspected sensing issues with the device. Asystole of greater than two seconds was reported. The device and right ventricular (rv) lead were then explanted and replaced with non-boston scientific products. No additional adverse patient effects were reported. The explanted device and lead were expected to be returned for analysis. At this time, the model/serial numbers for the rv lead are unknown.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection noted dried blood/body fluid and tissue in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. At a routine follow up, the physician noted loss of capture and suspected sensing issues with the device. Asystole of greater than two seconds was reported. The device and right ventricular (rv) lead were then explanted and replaced with non-boston scientific products. No additional adverse patient effects were reported. The explanted device and lead were expected to be returned for analysis.